Event description:
It was reported that a patient presenting with hemiplegia associated with prior cerebral aneurysm rupture, incurred small cerebral infarcts visualized by MRI, and a headache, after treatment of an unruptured posterior communicating (pcom) aneurysm using microvention embolization coils. The headache resolved after administration of decadron, a glucocorticosteroid.

Manufacturer narrative:
Device 12 of 12. Complaint sample was not returned for eval as it is implanted within the pt. Accessory equipment used during this embolization procedure consisted of a vista brite tip guiding catheter manufactured by cordis corporation, a sl 10 microcatheter, synchro 2 guidewire, and a synchro 14 guidewire manufactured by boston scientific, a hyperform occlusion balloon system, a silverspeed 14 guidewire, and an x-pedion guidewire manufactured by ev3 neurovascular. The embolization procedure lasted for 5 1/2 hours. It is unlikely that the MRI infarcts resulted from emboli generated from the microvention embolization coils. This is because some of the MRI infarct areas were served by arterial branches that were proximal (retrograde) to the aneurysm in which microvention embolization coils were deployed.